Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the image noise. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lcb distal cover glass broken, the control body cracked, the distal body leak, the side body cover leak, the electrical connector dirty, the operation channel resistance, and the operation channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.